Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (B)(4) displayed a tcmid:06 (ce post failure) error message. The console was replace with another thermogard console and ivtm therapy was completed. No consequence to patient reported.